Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and tandem wall adapter. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
Add medical device problem code a141204.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and tandem wall adapter resulting in the pump shutting down. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. There was no adverse impact to the customer¿s blood glucose value.